Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was less than 20 mg/dl. The customer's mother stated that the insulin pump was not working and was unresponsive. The customer's mother called 911 after the customer had had too much insulin on board. His blood glucose reading had dropped from 220 mg/dl to 20 mg/dl. The most recent blood glucose reading was 117 mg/dl. The customer had been sleeping leading up to the admission. The perceived cause of the low blood glucose levels was unknown. The customer's mother did not trust the insulin pump and declined troubleshooting. She requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had cracked battery tube threads, a cracked reservoir tube lip, cracked case at a display window corner and minor scratches on the display window.